Manufacturer narrative:
4/29/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not form properly. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.